Manufacturer narrative:
Technical support engineer (tse) troubleshot the issue with the user facility over the phone. The user facility did not duplicate the ventilator inoperative condition. The ventilator ran normally after the user facility ran extended self-testing (est) on a test lung. (B)(4).

Event description:
A report was received from the USA with information indicating the device experienced an error code kb0044 "breath delivery (bd) nonvolatile random-access memory (novram) checksum error background check breath delivery unit (bdu) vent inop" indicating a ventilator inoperative condition. The malfunction did not occur during patient use.